Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 455 mg/dl at the time of the event and was treated with insulin pump for the high blood glucose. The customer was no symptoms reported related to their high bg. The event involved product(s) mmt-1880, mmt-7020la, mmt-397 and mmt-332a. Troubleshooting was performed and customer reported senosr glucose value of 184mg/dl, the insulin delivery was not suspended due to sensor glucose vs blood glucose difference. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer will continue the use of the insulin pump and will not be returned for analysis. No product return is required for mmt-1880, mmt-7020la, mmt-397 and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.